Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, a standard adapter was attached to the handle. When the re load was attached, a "please remove reload" error was indicated. After that, when the reload was re-attached, a "please remove the adapter" error was indicated. The indications was the same the another standard adapter was attached. The handle was restarted however, the issue persisted. The shell was replaced with three other shells however, the same event was reproduced. The handle's display was checked and the handle error was indicated. The handle was not used on the patient and was replaced with a new one to complete the case. There was no patient injury.